Manufacturer narrative:
A replacement power supply was sent to the customer. In followup with the customer, she did not report any spark, fire or injury. She also stated that she would be shipping the product back to medela, but as of the date of this report, medela has not received the original product. If the original product is returned and evaluated resulting in new information, a follow up report will be filed. This issue with the damaged transformer housing for the pump in styler device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conductions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The customer reported to customer service that the transformer for her pump in style breast pump came apart. The screws fell off exposing underlying electronics.